Event description:
Arterial line pressure tubing disconnected at a glue-point near the stop-cock. The pt. Was in dic, s/p c-section and exploratory laparotomy with multiple units of blood & blood products. When this pressure line came apart, this pt lost nearly a unit of blood before the disconnection was found. The pt was lying quietly in bed so no undue pressure or tension was placed on this line to cause the disconnection. The tubing was hung at 1300 on 5/27/97. It disconnected at 0430 on 5/28/97.